Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23-27 mg/dl; cause was unknown. Customer required assistance from paramedics to administer an intravenous injection of glucose to address bg. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Recommendation was made to consult with a healthcare provider regarding diabetes management.